Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue on coaguchek xs plus meter serial number (B)(4). The customer stated that the meter was missing the display, the 'main menu and black screen was going in and out very fast', not staying on and she is not able to select the tabs since they only show up for a second. Troubleshooting determined that the roche logo was missing which would indicate that the result field pixels are missing. The customer noted that "the batteries leaked since they were in the meter for a long time. There was moisture/liquid in the compartment and the area where the programming chips are." The customer clarified no results had been misinterpreted since the meter was not being used. The display issue complained about could cause results to be misinterpreted.

Manufacturer narrative:
The customer's meter was received for investigation. The meter has contamination on the mainboard. The contamination on the mainboard has lead to the alleged error.